Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the pump intermittently powers with returned battery cap. Investigators were unable to successfully prime pump. Pump rewinds, loads, then when prime function is finished a message "pump is not primed" is immediately reported on the display. Investigators were unable to complete steps due to inability to successfully "prime" pump. Force calibration check fails with a reading of 61. The leak test shows leak at battery compartment crack. There was moisture contamination observed on force sensor pins. Force sensor resistance check fails at 14.7 k. Disassembled force sensor, evidence of moisture inside force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.